Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The device was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on the rails, also the dovetail feature is flared. All pieces were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The root cause for the device damage is from the instrument trays falling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona knee instrument was returned fractured, cracked, and worn/abraded. Not all pieces were available for return, however, no adverse events were a result of this malfunction as it occured in the warehouse.